Manufacturer narrative:
The patient had a transient ischemic attack (tia) first case following unremarkable workflow, the patient however was complex, with chads of 4, and was later revealed to have co-morbidities including chronic small vessel disease. They were not privy to this information at the time of procedure; nonetheless, the patient had a normal computed tomography (CT) post procedure, and was discharged the following day as planned. As such, the h6. Health effect - clinical code has been updated to transient ischemic attack (e0137). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced a stroke which required extended hospitalization. It was reported that the varipulse ablation for persistent atrial fibrillation (psaf) case was completed with nothing significant to report during the case. The activated clotting time (act) was well managed throughout the case. There were nineteen (19) ablations delivered for the entire procedure. Six (6) hours post procedure, the patient had upper arm weakness. The patient was sent to computed tomography (CT) which returned with normal result. All patient symptoms were resolved. Transient ischemic attack (tia) was suspected. The surgery was not delayed due to the reported event. The procedure was successfully completed. No fragments were generated. The information received indicated that the patient had a magnetic resonance imaging (MRI) which showed slight changes and hence, they classified the event as a stroke. The patient has some residual arm weaknesses. The MRI showed chronic small vessel disease with chronic global changes on brain MRI. An arterial line could not be inserted on the right side. Chadsvasc was 4. The device was inspected pre and post and was operating as intended, no signs of electrode breakdown or char at case end. The physician¿s opinion on the cause of this adverse event is undecided. The outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of one extra night for monitoring of symptoms. Relevant tests/laboratory data, three cardioversions were performed during the procedure. Other relevant history/preexisting condition consisted of af, af induced cardiomyopathy, ef61%, MRI showed small vessel disease, likely chronic small vessel disease, smoker, mildly dilated la and ra. No servicing for the generator and pump are needed. The act value during procedure was 351. The sheaths were exchanged once from sl1 to vizigo. One transseptal puncture site was performed during the procedure. The number of performed ablations were 22, with 3 incomplete, delivered through pulsed field ablation (pfa) energy and within the pulmonary veins. No ablations were performed outside the pulmonary veins. The patient¿s symptoms were resolved and the patient left feeling well with strength regained. The patient had no previous history of stroke. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. There were no observations such as intracardiac excessive microbubbles observed via ultrasound, nor excessive impedance errors noted during the case. The patient¿s rhythm during ablation was atrial fibrillation. This is new electrophysiology procedure being performed and not a redo. The arrhythmia treatment for this procedure was psaf. Pre-ablation thrombus check was performed. Findings of left corona radiata /left cerebellum infarcts were noted. The patient did not have any anatomical abnormalities. There was no stacking that occurred for this procedure. The irrigation rates used during this procedure were 4 ml/min and 30 ml/min during ablation. A trupulse generator was used for the procedure. The chadvasc score post event was 4.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31590738l and no internal action related to the complaint was found during the review. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmia have not been established. Internal corrective action is being followed to investigate neurovascular events with varipulse¿ catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).